Event description:
The customer reported approximately four drops of diluent dripped from the probe, outside the instrument, and failed platelets, during system startup involving the coulter act diff 12 analyzer. Beckman coulter customer technical support (cts) advised the customer to wear proper personal protective equipment (ppe) prior to troubleshooting. The customer was wearing gloves and a laboratory coat and cleaned the probe and probe wipe. The customer noted platelet passed but the probe continued to drip fluid. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. No erroneous patient results were generated. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed system startup failed and the probe dripped fluid. The fse replaced solenoids lv8 and lv10 in the vacuum and fluid to the probe circuit to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. In conclusion, pinch valves lv8 and lv10 are the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).